Manufacturer narrative:
A ge representative evaluated the system and reloaded software and configuration files. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system would not complete boot up and appeared to be locked up. No pt injury was reported.